Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) appears to be due to combination of procedural conditions and patient anatomy. Additionally, the reported mitral regurgitation (mr) appears to be a cascading effect of the slda. The cause for the reported poor image resolution is due to procedural conditions (location of the clip). The reported effect of mr is listed in the instructions for use and is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Date of event: date estimated.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent mr requiring an additional clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to <1. The nt clip was implanted on a3/p3 (medial) and xtw clip on a2/p2 center of valve. The nt clip was implanted medial due to reduced visibility and leaflet length. On unspecified date in june, the patient presented with increased mr grade of 4, a control echocardiogram was performed, but due to poor screening images, the nt clip was still believed to be stable. On (B)(6) 2021, a second mitraclip procedure was performed and it was noted that the nt clip had detached from the anterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An additional clip was implanted between the two original clips. The mr was reduced from 4 to 1. No additional information was provided.